Manufacturer narrative:
The device is not available for return. Device manufacturer date is unknown. Evaluation is pending.

Event description:
On 27 jan 2009, the sales representative reported a revision surgery that occurred twenty two days prior. The original surgery was unknown. The sales representative did not cover the revision case, and does not have any additional details related to the reason for the revision surgery.